Event description:
Spontaneous. Patient reported her home health nurse stated the curlin pump being used for hydration is always giving an error message for low battery and she has to put 4 new batteries each time for the infusion. She asked for more batteries to be sent with each infusion, which is not typical/normal. Rph thinks the pump needs to be brought in for maintenance. A new pump will be shipped to patient. The patient stated due to her infusion not lasting the same amount of time as her hydration, the nurse is not able to infuse the entire amount. Unknown adverse effects from not receiving full amount of hydration. Pump is available to be returned for inspection and will be exchanged for a new one. No further information. Indication: hereditary and idiopathic neuropathy, unspecified. Reported to cvs/caremark by pt/caregiver.